Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6 )2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and bladder leakage. It was reported following insertion that patient experienced recurrent stress urinary incontinence. It was reported patient had feeling of something poking the bladder and bothersome sex sometime in 2011, but did not relate to the gynecare until after seeing the transvaginal mesh injury advertisement on the tv in 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.